Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The piston rod of the pump was tested on the diagnostic test system and meets the specifications. The adapter passed the optical inspection.

Event description:
Patient reported each time she changed the cartridge for the past 6 months, her blood glucose elevated up to 600 mg/dl and remained elevated for 24 hours. There were no air bubbles in the infusion set. She believes the insulin delivery of the infusion device is inaccurate and the piston rod is "too slow." She switched to a different infusion device and has not experienced further concerns. She did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.